Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize an open door. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information d1, d3 device manufacturer name, d4: model #, d4 unique identifier (UDI) #, g4. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem of "does not recognize open door," was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be link out of adjustment. The link will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.